Event description:
I have been having inflammation issues in my bowels and joints. My breasts ache constantly. I have hyperemesis, chronic headaches, severe fatigue, depression, ¿panic¿ attacks. Irregular heart beats, tachycardia, chronic sinus and respiratory infections, my menstrual cycle had been becoming more and more irregular over the years. I am scheduled to have a hysterectomy due to the bleeding and irregularity. I have symptoms of lupus and ra. Joint pain, reynauds, body aches, chronic low grade temp every day (100.2). I have lost my balance and fell and hurt myself tremendously in the last year. I fell 5 times over the course of one month. Ruptured a tendon. I have had infrequent small blood clots followers by periods of super thin blood as well. I have lost 50 lbs in 2 years going from (B)(6). No one can figure out how to put weight on me. All my docs think it is crohns with nonclinical presentation. I think it is breast implant illness. FDA safety report ID # (B)(4).